Event description:
It was reported that the right atrial (ra) lead exhibited a ¿mechanical breakdown of cardiac electrode.¿ the lead was explanted and replaced with a leadless pacemaker system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).